Event description:
While surgeon was trialing different size femoral heads, the plastic at the rim of the trial cracked when dis-engaging the broach. There was no adverse consequence for the patient or delay in surgery or anesthesia time.